Event description:
A pt care director representing a medical center reported that during laser treatment, the probe produced no laser burns although there was "smoking at the laser tip". No pt harm was reported. Multiple attempts have been made to gather add'l info, but none has been provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).